Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose values were 186 mg/dl and 386 mg/dl and customer had bolus of 1.70 for 32 carbs and later blood glucose level went as high as 536 mg/dl because they had not given her the bolus. Customer's current blood glucose value was 342 mg/dl. Insulin pump will not be returned for analysis.